Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st. Related complaint for needle stick & cannula through shield on lot # 9204816. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the needle was discovered to have pierced through shield with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that another needle from this box the needle was thru the outer cover and poked her finger. No medical attention for this issue.